Manufacturer narrative:
Correction: d2. The device was not returned to zoll medical corporation for evaluation; instead, the device log was provided for review. Review of the log did confirmed a single failure of the automatic 30 joule defibrillator test on 04/16/2026. Without receipt of the device no further evaluation can be done. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.